Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with two 380cc mentor smooth round high profile prostheses and experienced bilateral ptosis and left-sided deflation postoperatively. The patient had a consultation with a healthcare professional on (B)(6) 2020. The patient noticed the deflation about two months prior to the consultation. Also, mammogram performed (unknown date) on her left breast indicated the deflation. As a result, the patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate profile prostheses (catalog #: 3501635, right serial #: (B)(4), left serial number: (B)(4)) on (B)(6) 2020. Upon explantation, the right-sided device was deflated and removed by her surgeon. The serial number of the left-sided suspected device was reported as (B)(4). However, the number is a partial serial number and not complete. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.